Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of still having issues with air bubbles. Customer previously did troubleshooting and was still experiencing air bubbles. Customer was advised that insulin pump could be replaced but if the issue is not with the insulin pump then the problem would continue. Customer would continue to try to figure out what is causing air bubbles. Customer's blood glucose was 400 mg/dl.